Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl. Customer also blood glucose level was 300 mg/dl at morning. The customer declined to review. The insulin pump was returned for analysis. Customer reported that they received sensor updating alarm. Customer also mentioned that they had skin irritation. Customer stated that they were using auto mode feature. Insulin pump will not be returned for analysis.